Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of moisture damage and button error from the insulin pump. The customer's blood glucose reading was 93 mg/dl. The customer stated that the pump was exposed to water in a kiddie pool. The customer reported fluid under the lcd display. The customer reported a button error and a crack and condensation between the screens. The customer also had a low reading of 52 mg/dl and got it to a stable level. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.